Event description:
While using a cavitron jet plus g137, they allege that not enough water is getting to the handpiece and the handpiece gets hot,no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Hpc lot # - 01190 jm lot # - 202208 emf hp; cable, conn/gun cable crsn/rust the hpc connectors and jm pins are rusted, restricting operations damaged air hose and built up debris in water hose, damaged qd missing fc base pad, damaged battery door, damaged air manifold no air, moisture in pinched valve, powder in duckbill filters, clogged water solenoid, no water flow, cracked powder cap, pinched tubings check calibrations. Will repair unit upon estimates approval. Aux cable was not sent in for evaluations.